Event description:
Ercp with biliary stent placement in progress, md had difficulty advancing stent in common bile duct. Stent pulled out of scope and the distal part of stent was found to be already out of the shaft. Another stent used and worked well. No harm to pt.